Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that needle is leaking fluid. Per complaint details received: we are still having issues/ concerns with this product and leaking of fluid and the radiologist are requesting someone to come assist us and they prefer a valved needle that does not leak fluids before connecting to the tubing. It was also mentioned they are being exposed to bodily fluids. Per follow-up : this kit contains a "non valve catheter". There is no way to stop fluid from leaking from it. It is a safety risk to the patients and to the staff as we are being exposed to body fluid. It is not faulty, it is the wrong catheter for the procedure. The kit is adequate and will work fine if the catheter is changed out to a "valve" catheter. It is exactly the same size and style- but has a safety valve to keep the fluid from leaking out.

Event description:
It was reported that needle is leaking fluid. Per complaint details received: we are still having issues/ concerns with this product and leaking of fluid and the radiologist are requesting someone to come assist us and they prefer a valved needle that does not leak fluids before connecting to the tubing. It was also mentioned they are being exposed to bodily fluids. Per follow-up : this kit contains a "non valve catheter". There is no way to stop fluid from leaking from it. It is a safety risk to the patients and to the staff as we are being exposed to body fluid. It is not faulty, it is the wrong catheter for the procedure. The kit is adequate and will work fine if the catheter is changed out to a "valve" catheter. It is exactly the same size and style- but has a safety valve to keep the fluid from leaking out.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001421285 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.